Event description:
The patient underwent the successful angioplasty of an m2 middle cerebral artery stenosis. Post procedure the patient was placed on 325mg aspirin and 75mg clopidogrel daily for three months followed by 75mg clopidogrel daily indefinitely. Five months post procedure, the patient presented with a new disabling stroke to the ipsilateral territory with significant restenosis. The patient was not re-treated with endovascular therapy as the MRI revealed a significant infarct on diffusion weighted imaging. The patient was discharged to a rehabilitation center with a modified rankin score of 3.

Manufacturer narrative:
Event date: the exact date is unknown but all the patients in the article were treated between (B)(6) 2007 and (B)(6) 2008. (B)(4).

Event description:
The patient underwent the successful angioplasty of an m2 middle cerebral artery stenosis. Post procedure the patient was placed on 325mg aspirin and 75mg clopidogrel daily for three months followed by 75mg clopidogrel daily indefinitely. Five months post procedure, the patient presented with a new disabling stroke to the ipsilateral territory with significant restenosis. The patient was not re-treated with endovascular therapy as the MRI revealed a significant infarct on diffusion weighted imaging. The patient was discharged to a rehabilitation center with a modified rankin score of 3.

Manufacturer narrative:
The device was not returned for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke and restenosis are known and anticipated complications to these types of procedures and iare listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.